Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely with the customer and found that system wasn't booting properly and displayed a message indicating the x-ray system was off and after several restart attempts the issue persisted. To resolve the issue, rse asked the customer to shut down the full system and restart the system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the x-ray system had switched off, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.